Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change) issue. The reporter stated the audio bolus button was difficult to press, required multiple presses, and at times would cause a bolus to not be delivered. The reporter alleged the blood glucose (bg) level went to 18 mmol/l with no signs or symptoms of hyperglycemia. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter noted an indent in the audio bolus button due to hard button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/24/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the bolus button was intermittently unresponsive and required hard presses to elicit a response. The bolus button had a hole on the cover. Removed button cover and found the internal plug contact is misaligned and contamination is present.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.